Event description:
The port had been in place approx 16 months for chemotherapy. The therapy had been completed about one year before the incident. The pt came in for a routine check up and a chest x-ray showed the catheter had broken off and embolized to an unk part of the vascular system.

Manufacturer narrative:
The product implicated and returned for evaluation is a port w/attachable 9.6fr s/l catheter. The catheter has been truncated at its distal end which appears flattened and broken. This proximal portion of the catheter tubing is attached to the port stem with the cath-lock. The distal portion is not returned with the sample. A history review of lot#36je2145a shows no mfg issues, and no other field complaints reported for this lot. Notes in the file indicate that the port was placed for chemotherapy approximately 16 months prior to discovery of catheter embolization. Therapy had been completed one year prior and had been left in the pt. A routine cxr showed the distal portion of the catheter had broken away and embolized to an unknown location in the pt's vascular system the embolized fragment was removed through a femoral snare on 12/3/1996. The port and attached catheter were removed on the same day. The catheter tubing and the port septum bulge, and a small leak is seen coming from the port connection under the cath-lock. The leakage is seen to emanate from a small slit that is perpendicualr to the axis of the port stem and is outlined by blood residue. No elastic weakaness is found except for the permanent flattening of the last 0.4" of tubing at the distal end of the catheter. The break line is nearly perpendicular with the tubing axis. These signs of oval compression and a broken surface are typical of a clavicle/first rib compresseion fracture. Clavicle/first rib compression is a complication caused by the medial insertion of the catheter in the subclavian vein. The calavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface, the first rib, until the tubing fails, and may break away. The severed end of the tubing is then free to travel with the blood flow toward the heart. This is a risk against which MFR warns user in its instructions for use. Instructions for use states, "the catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and clavilce, which can cause damage and even serveance of the catheter." Subcutaneous breakage with embolization of catheter is confirmed. It shoud be recorded as user-related, since catheter broke due to clavilce/first rib compression. Clavicle compression is a complication caused the medial insertion of catheter in subclavian vein. Practice is warned against in the instrucitons for use. Additional damage to catheter found during this eval does not appear to be related to this complaint.